Manufacturer narrative:
Cannot confirm with the information provided if the device had been reprocessed prior to use. Additional information has been requested. Once the device is returned and investigation will be conducted. Any additional information obtained as a result of the investigation will be submitted as a supplemental report.

Event description:
The nut cup broke during operation.